Manufacturer narrative:
Follow-up #1: date of submission: 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: an "intermittent power" event was not duplicated during investigation. Moisture was evident behind the display lens. The pump powered on with the returned battery cap and intact auditory and vibratory features to a discolored display. The battery cap was able to fully tighten. The battery cap was undamaged and the cap width and height measured within specifications. Unrelated to the original complaint, the pump case was cracked. The keypad intact and undamaged; however it was unresponsive. No contamination was found under the key contacts. A leak test showed leaks at cover cracks. Upon removal of the pump case, evidence of moisture damage was observed throughout the internal pump, including on the keypad circuitry. The pump download failed due to extensive internal moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.